Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06819. It was reported that patient presented to a follow-up in-clinic with multiple ventricular fibrillation - vf and ventricular tachycardia - vt episode. Some of the beats were under-sensed by the implantable cardioverter defibrillator - ICD and right ventricular - rv lead. Amplitude of the r-waves were also varying. Programming changes were made to the device to address the issue. Patient condition post-event was stable.